Event description:
Subsequent to the initial medwatch report filed on (B)(4) 2013, additional information was received which indicates that the physician has determined that the patient did not experience a myocardial infarction. The patient experienced an episode of elevated cardiac enzymes post procedure. No treatment was provided. The patient was discharged on (B)(6) 2012, to home, and the enzyme elevation was resolving. No additional information was provided.

Manufacturer narrative:
(B)(4). Adverse event: disability or permanent damage has been unchecked and other: serious has been checked. There were no reported product deficiencies. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure with placement of a 4.0 x 23 mm xience v stent in the left main artery, a 2.5 x 12 mm xience v stent in the posterior descending artery, and a 2.75 x 12 mm xience v stent in the mid left anterior descending artery. Post procedure, the patient experienced a non-st elevation myocardial infarction. The patient was discharged on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.